Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with spondylolysis at l5-s1. The patient underwent laminectomy, facetectomy, and discectomy at l5-s1 on the left, transforaminal lumbar interbody fusion with interbody implant and rhbmp-2/acs at l4-s1, and pedicle screw fixation at l5-s1, with in situ autograft l5-s1 interspace. 175 days post-op, the patient presented status post fusion, l5-s1 and with bony overgrowth with s1 nerve root compression. The patient underwent laminectomy and decompression of s1 root and l5 root on the left.